Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis for laparoscopic gastric bypass, the stapler cut the tissue but there were no staples. The internal ring of the stapler also fell into the cavity but was retrieved. The event led to perforation of the small intestine and gastric pouch, which was corrected by the surgeon. New pouch resizing was performed to resolve the issue so there was a small portion of small bowel was resected (5-10cm) to resect the intestinal perforation. Another circular stapler and a linear stapler were used to resect and re-staple and create new gastroenterostomy. Surgical time was extended by at least 30 minutes. Hospitalization was extended by one day and patient was on fluid meal for two weeks.